Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) patient (gender unknown) in cardiac arrest, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable using non-zoll electrode pads. The clinician subsequently administered 120, 150, 200 joules to the pediatric patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed that during each analysis event, motion artifact was present in the ECG signal. The motion artifact present closely resembles artifact observed during the CPR period and may have been caused by CPR being performed. The device advised to shock the patient, however this is not an indication of a device malfunction. The r series operator's guide states "a patient must be motionless during ECG analysis". The device issuses a stand clear voice and text prompt prior to commencing the ECG analysis. The activity log also showed that the device was powered up in AED mode and recognized the non-zoll electrode pads as one step basic electrode pads. This produced the default adult analysis and adult stacked levels of 120, 150 and 200 joules. (If pads which do not support this function or third party electrode pads are used, the device will default to operate in adult mode). The r series operator's guide states "use only zoll onestep pediatric electrodes to defibrillate patient under 8 years of age in AED or advisory modes". Based on our review of the data we have concluded that the evidence provided demonstrates that the device performed to specification and the reported event ws a result of the user not following the instructions provided with product labeling. Analysis of reports of this type has not identified an increase in trend.